Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy, both devices were able to fire; however, both of them had an incomplete staple line in the distal end. The other device was also reported to have a poor staple formation. The staple line was sutured to resolve the issue.